Event description:
It was reported that this was an arteriotomy closure of the minimally calcified left common femoral artery using a prostyle device after a lower left superficial artery revascularization procedure with a 6f sheath. Reportedly, the suture was found to be unraveled when the plunger was retracted. On removal of the device, it was noted that there was a piece of metal [cuff] on the other end of the white suture [link] [a suture/link break occurred]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.